Manufacturer narrative:
Associated medwatch-reports: 9610612-2021-00171 (400503682 + ba823su) 9610612-2021-00172 (400503683 + ba823su) investigation results: leading device reference code ba823su device name carbon steel safety scalpel #23 serial number n/a batch number 4512049354 manufacturing date 16.10.2020 reference code (B)(4) device name carbon steel safety scalpel #23 serial number n/a batch number 4511993941 manufacturing date 28.09.2020 products are available for investigation. Failure description two samples have been sent for investigation, and both showed a damaged foil. Vigilance investigator carried out the pictorial documentation visually and microscopically. The samples are showing a rested part of the pe foil on the sealing area and the other part torn and loosened from the sealing area. As there is no hint for a material issue on the foil itself and due to tests performed during an earlier complaint (B)(4) which showed no deviation regarding the sealing, we therefore assume that there is no manufacturing issue. The device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. No similar complaints against the same lot number 4511993941. One similar complaints against the same lot number 4512049354 for the same customer. Explanation and rationale based on our investigation of the affected sample and the fact that in 5 years only two complaints from two different customers have been reported regarding this issue, we assume that there is no product deviation. Conclusion and root cause due to the current deviation and according to the explanation and rationale, the root cause of the problem is most probably usage-related. There is actually no hint regarding a manufacturing issue as the sealing boarders are existent and the sealing process is validated. A peel force measurement showed no deviation from the expectable force. Additionally, there are only complaints from two different customers regarding this issue in the last 5 years. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with ba823su - carbon steel safety scalpel #23. According to the complaint description, the packaging of the device is torn. When it was opened, the packaging of the scalpel (primary packaging) tore, caused unsterile equipment. The complaint device was returned to the manufacturer for evaluation. There was no described patient harm. Additional information was not provided nor available the malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00171 ((B)(4) + ba823su).